Event description:
On (B)(6) 2020 dr. (B)(6) prescribed capsule to patient. Patient ingested capsule. On (B)(6) 2020 capsule was overlying hepatic flexure. On (B)(6) 2020 capsule had moved into sigmoid colon. On (B)(6) 2021 surgery performed: exploratory laparotomy with small bowel resection. Dr. (B)(6) palpated small bowel, found capsule and removed segment of bowel that contained capsule, bowel was reanastomosed and placed into abdominal cavity. Patient was hospitalized. On (B)(6) 2021 patient is doing well and was discharged.

Manufacturer narrative:
Initial report was made on (B)(6) 2021. This follow-up report is made on 2021-07-13 after device was returned for evaluation. See attached completed report (B)(4).

Event description:
(B)(6) 2020 dr. (B)(6) ((B)(6) gastroenterology & liver institute) prescribed capsule to patient. Patient ingested capsule. (B)(6) 2020 kubxrs: capsule was overlying hepatic flexure. (B)(6) 2020 kubxrs: capsule had moved into sigmoid colon. (B)(6) 2021 surgery performed: exploratory laparotomy with small bowel resection. Dr. (B)(6) palpated small bowel, found capsule and removed segment of bowel that contained capsule, bowel was reanastomosed and placed into abdominal cavity. Patient was hospitalized. (B)(6) 2021 patient is doing well and was discharged.